Event description:
The customer reported that the unit is intermittently failing tests with error codes 90000 and 90002. There was no patient involvement.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the investigation is completed.